Event description:
Since device implant, the pt never had therapeutic effect. In (B) (6) 2009, the pt developed an infection over the pump location after having a non-device-related back surgery. The pump was filled with saline and run at a minimum rate until the infection resolved. The pump was then filled with medication and "started again." After the third dose increase, the pt felt "sick." The pt experienced leg weakness, severe leg pain, difficulty walking and tingling/numbness in legs. The pt could not feel his left leg. The pt used a walker. The pt was "falling a lot." The pt experienced urinary retention. The pump rate was decreased to the last refill. It was reported no device troubleshooting was done. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).